Manufacturer narrative:
According to the customer, these gloves were running smaller than usual, as well as tearing a lot faster than normal. This affected the order above as well as the order on (B)(6) 2026. Both these orders had defective gloves. No additional information is available. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the customer, these gloves were running smaller than usual, as well as tearing a lot faster than normal. This affected the order above as well as the order on (B)(6) 2026. Both these orders had defective gloves.